Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal any evidence to confirm the deform/bend condition of the device 338.23, dhs/dcs guide shaft with flats. Also, the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 338.23, dhs/dcs guide shaft with flats would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when setting up for a dhs in the morning at the hospital, it was noticed that one of the sets there had instruments that were damaged and not functioning properly. Luckily, they had a backup tray; however, the locking nut for the triple reamer would not thread onto the standard reamer head, and the tines for the guideshaft with flats were bent. This report is for one (1) dhs/dcs guide shaft with flats this is report 1 of 1 for complaint (B)(4).